Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level (specific bg values was not provided). A correction bolus via the pump was administered to address elevated bg. Reportedly, customer continued to use the pump for insulin therapy.